Event description:
During scheduled follow-up on (B)(6) 2021, the device showed an alert for an out of range high voltage lead impedance (hvli). However, the suspected cause of hvli was due to the patient's anatomy. The lead was monitored on merlin.net. Then on (B)(6), 2022 another alert for hvli was observed and the impedance reading was high and out of range. Abbott technical support was contacted and the impedance rise was gradual with suspected cause of tissue encapsulation of the lead. Further follow-up is anticipated. No intervention was performed at this time. The patient was stable.